Event description:
Consumer claims to have been pierced at a retail vendor in 2001. Six days later, consumer sought medical treatment for a red and swollen left earlobe. The earring was removed and antibiotics prescribed.